Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications reported lot lk8c2rxo is invalid. Please provide valid lot#. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-intra- or post-operation? Were cultures performed? Results? Please provide surgical findings of second surgery (B)(6) 2018. Was the mesh removed completely? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2018 and the mesh was implanted. On (B)(6) 2018, bilateral groin incision abscess was obvious, the incision opened and a large amount of purulent fluid came out. The patient underwent a second surgery on (B)(6) 2018 to remove the mesh and medicine was used on incision. It was reported that now the patient status is stable. Additional information has been requested.